Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the screen/comb was bent and was replaced to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
It was reported that there was a broken screen. The device was dropped. The event occurred during surgery. There was no harm or delay. Another device was not used to complete the surgery. Investigation found the comb was damaged. No adverse event was reported as a result of this malfunction.